Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during trial procedure in total knee, plastic bottom tasp broke. No pieces fell into the patient.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Complaint is confirmed from the visual inspection of the returned tibial articular surface provisional (tasp) which exhibits signs of repeated use (nicked and gouged). Visual examination concludes that the returned device exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, not all pieces returned. DHR review found no deviations/anomalies. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.